Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the revision operation and implanting the freedom constrained ring lock liner the locking ring jumped out from the ring groove. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One freedom constr. Liner +5 sz 23 was returned and evaluated. Upon visual inspection there no visible damage to the locking ring of the device. The liner has multiple indentations on or near the scallop / locking ring area. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.